Event description:
Pt with recurrent ca of the left vaginal wall had 3 doses of brachy-therapy via a cylindar. Source was not at the end of the applicator so therapy was at the wrong level. The plastic wire kinked and this was not noticed. Possible design issues: no mark on wire to indicate full depth, wire can kink-just a small bend inhibits insertion.